Manufacturer narrative:
The implantation date has been corrected. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a cmn femoral nail, ccd 130, left, 11.5 mm, 38 cm on (B)(6) 2016 (implantation date has been corrected).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 130 left, 11.5mm, 38cm. It was also reported: "she came to the e.r twice complaining of pain. First visit at the e.r ((B)(6) 2016) the x-rays showed the nail was in place, there was a concern that the distal screw was a bit loose, but they released her home. Second time ((B)(6) 2016) on the x-ray the broken nail was shown." The patient underwent a revision surgery on (B)(6) 2016 due to nail loosening and fracture. Additional information has been requested and is currently not available.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. It was mentioned by complainant that the product will be returned for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a cmn femoral nail, ccd 130, left, 11.5 mm, 38 cm on (B)(6) 2016. It was also reported: "she came to the e.r twice complaining of pain. First visit at the e.r ((B)(6) 2016) the x-rays showed the nail was in place, there was a concern that the distal screw was a bit loose, but they released her home. Second time ((B)(6) 2016) on the x-ray the broken nail was shown." The patient underwent a revision surgery on (B)(6) 2016 due to nail loosening and fracture.

Manufacturer narrative:
Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: the patient had a znn cmn nail implanted and revised on (B)(6) 2016 due to breakage of the nail. It was also reported that the cortical screw was a bit loose. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: - visual examination: the broken nail, set screw and a cortical screw were returned for investigation. The visual examination shows that the nail was broken through the lag screw hole. The surface of the lag screw hole shows also some deformations at the contact points with the lag screw where the forces are transmitted. The fracture surface of both broken parts are characterized by beach lines depict the fatigue character of the fracture. In addition, the visual examination of the distal fracture side shows some polished areas and damages. On both fracture surfaces no material defects that could have triggered the fracture could be detected. Furthermore, the nail (broken distal part) shows strong deformations on the outer surface. These deformations might have occurred during the removal procedure. The set screw has a tip deformation, which is compatible with the contact of a lag screw groove. It can be assumed that the set screw was not correctly positioned in the lag screw groove. The thread and the hexagonal connection area of the returned cortical screw are deformed and damaged. Review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary: the nail was broken after approx. 3 months in vivo. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The fracture surface characterized by beach lines depict the fatigue character of the fracture. There are several factors which may have contributed to the breakage. It can be that the nail was over stressed during the time in vivo. A wrong patient behaviour can also be the cause for the brekage of the nail. As no x-rays were received no statement about the reported loosened cortical screw can be said. However, an exact root cause for the nail breakage after approx. 3 months could not be determined. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).